Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system. The door switch was replaced and then the system performed as intended. Device manufacturing date is unavailable. Concomitant medical product: pn: bi71000166, ln/sn: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system, outside of procedure. It was reported that the site was unable to close the gantry. It was noted that the issue would be the door switch. No patient was present.